Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. No anomalies were found. Blood/body fluid was present on all conductors (not obstructed), which were also stretched. The lead appeared to have been stretched and damaged at implant.

Event description:
It was reported that it was not possible to maintain capture with the left ventricular lead without diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.